Manufacturer narrative:
Based on the current information provided, the cause of the patient¿s operative complication is unknown. Isi has attempted to contact the site to gather additional information regarding the patient/incident. However, as of the date of this report, no new information has been obtained. If additional information is received, a follow-up MDR will be submitted. A review of the system and instrument logs cannot be conducted due the lack of product and procedure information provided. The event date and da vinci system information are unknown. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted partial nephrectomy procedure, one patient was admitted for post-operative urosepsis and a pseudoaneurysm was detected on the tumor bed on emergency CT. The patient had post-operative bleeding and underwent transcatheter arterial embolization.

Event description:
On 08-dec-2022, intuitive surgical, inc. (Isi) became aware of a scientific reports article titled, ¿surgical and functional outcomes of robot-assisted versus laparoscopic partial nephrectomy with cortical renorrhaphy omission,¿ (kubota, m., et al., 2022). The purpose of the article was to evaluate the surgical and functional outcomes between cortical-renorrhaphy-omitting robot-assisted partial nephrectomy (cro-rapn) and laparoscopic (cro-lpn) methods. Patients with localized clinical t1-2 renal masses who underwent cro-rapn or cro-lpn between july 2012 and june 2020 were reviewed. Within the journal article, operative complications involving a da vinci surgical procedure are noted. Per the article, before propensity-score matching, two patients underwent transcatheter arterial embolization due to postoperative bleeding in the cro-rapn group. Of these two patients, one patient was admitted for post-operative urosepsis and a pseudoaneurysm was detected on the tumor bed on emergency CT. In the other patient, bleeding in the mesentery of the sigmoid colon was detected due to intra-operative injury of the branch of the inferior mesenteric artery. Within the article, it is also noted that in the group before the propensity-score matching, there were 2 patients who received transfusions. It was also noted that in this group, the 3 month post-operative complications included the following: 7 patients with clavien-dindo grade = ii complications, 4 patients with clavien-dindo grade = iii complications, and 4 bleeding related and 2 urine leakage complications. Isi followed up with the director of urology, a surgeon, from the site and obtained the following information regarding the patient who had urosepsis and a pseudoaneurysm: the patient did not receive a blood transfusion. No further information was provided. This complaint will document the patient with urosepsis and pseudoaneurysm.